Manufacturer narrative:
No medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator could not be interrogated. The programmer gave a message "locate device, device located" would toggle off and on. The device was explanted and replaced.